Event description:
A customer in (B)(6) notified biomérieux of false positive results when testing with vidas® troponin I ultra (ref 30448, lot 1006309100). The customer tested serum from six different patients. For each one, the first result was positive and when retested, the result obtained was <0.01 ug/l (negative). The samples and results are as follows: sample (B)(6) : - sample testing began (B)(6) 2018 at 08:57:28 with result : 0.2 ug/l. - sample testing began (B)(6) 2018 at 09:21:27 with result : < 0.01 ug/l. Sample (B)(6): - sample testing began (B)(6) 2018 at 14:29:47 with result : 0.17 ug/l. - sample testing began (B)(6) 2018 at 14:55:40 with result : < 0.01 ug/l. Sample (B)(6): - sample testing began (B)(6) 2018 at 09:52:45 with result : 0.44 ug/l. - sample testing began (B)(6) 2018 at 10:17:38 with result : < 0.01 ug/l. Sample (B)(6): - sample testing began (B)(6) 2018 at 18:08:24 with result : 0.16 ug/l. - sample testing began (B)(6) 2018 at 18:33:34 with result : < 0.01 ug/l. Sample (B)(6): - sample testing began (B)(6) 2018 at 12:38:16 with result : 0.09 ug/l. - sample testing began (B)(6) 2018 at 13:03:56 with result : < 0.01 ug/l. Sample (B)(6): - sample testing began (B)(6) 2018 at 21:37:03 with result : 0.13 ug/l. - sample testing began (B)(6) 2018 at 22:11:48 with result : < 0.01 ug/l. Each sample was centrifuged at a speed of 12,000 rpm/min for one minute. The customer no longer has the samples to submit for evaluation. The customer reported that no patient results were affected, and there was no patient harmed or treated incorrectly. The wrong result of sample ID (B)(6) was reported to physician. For the other samples, no wrong results were reported to a physician. The customer reported a delay of approximately 1-2 hours. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in taiwan notified biomérieux of false positive results when testing with vidas® troponin I ultra (ref 30448, lot 1006309100). An internal biomérieux investigation was performed. Quality control records: no non-conformity or CAPA linked to the customer's complaint is recorded on vidas troponin I ultra (tniu). Analysis of the batch history records: there was no anomaly during the manufacturing and control processes. Study of internal samples control charts: at least four (4) internal samples on five (5) vidas tniu lots including lot 1006309100 / 190212-0 : all results are within the expected specifications, and the incriminated lot is within the trend of the parameter. Tests performed: repeatability testing was performed on blood donor (efs pool) samples. The test was repeated 30 times and all are < 0.01 g/l. No outlier was observed; the customer anomaly was not reproduced. Conclusion: according to all information above, the performance of vidas tniu batch 1006309100 / 190212-0 is within specifications.